Event description:
It was reported that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event. Please retract this report 2017865-2024-58319.